Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic procedure. The stapling reload was unable to fire. In order to resolve the issue and complete the case, took another device. There was no patient injury.